Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10919r66, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving morphine (concentration unknown; dose 6-9 mg/day) via an implantable pump. The indication for use was non-malignant pain. The patient's medical history included diabetes. On (B)(6) 2015 the patient reported that he had an infection when the pump was taken out. The pump was removed after it depleted/"went dead" (he didn't remember when this occurred). The infection was confirmed. The patient was treated with oral antibiotics. The patient was given vancomycin and he was allergic to it; it caused him to throw up for 3 days and it "almost killed him"' it made his heart stop and he had to be revived. The infection was resolved. It was noted that he patient was a very "poor historian" he initially said the pump was implanted in the 80s. The diagnostics related to the infection and allergic reaction and symptoms related to the battery depletion were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.